Manufacturer narrative:
Based on the claim against the product by the customer noting tip broke and fell in patient, an investigation is completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken grip tip to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.193"x 0.095" was found to be broken off of the instrument. The broken piece was not returned. Review of the provided image was completed and found that the image was consistent with the customer reported complaint of broken instrument.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, part of the mega suturecut needle driver instrument tip broke off while inside the patient¿s abdomen. The surgeon was about to grasp the needle instrument to start sewing when the incident happened. It was safely retrieved from the patient under fluoroscopic guidance. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and additional information was obtained about the complaint: the mega suturecut needle driver instrument was inspected prior to use. The surgeon was about to grab the needle in the abdomen to start sewing the peritoneum back together when the instrument tip fell into the patient. The surgeon is unable to tell of what could have possibly caused the instrument to break. The instrument was not used prior to the incident. The surgeon did not notice any issue with the functionality of the instrument during the procedure. The instrument did not collide with any other material or instrument during the procedure. The fragment was retrieved and confirmed via x-ray. The robot arms were used to assist in retrieving the fragment. The surgeon performed intra-operative x ray and took an x-ray before and after the fragment was taken out of the patient. There was no harm or injury to the patient and the patient had not returned to the hospital for post procedure complication.